Event description:
It was reported in the returned goods paperwork that the device was explanted due to an infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #: mw5164377.